Event description:
A question was received from a hemodialysis clinic administrator about the possibility of an allergic reaction to granuflo. Follow up was accomplished with the facility administrator (fa). The patient had been hospitalized in (B)(6) for respiratory failure, sepsis with wound infection, pneumonia, acute-on-chronic renal failure, and severe de conditioning. According to the FDA, this patient who was paraplegic from a motor vehicle accident, chronically ventilator dependent, bedbound, and in a nursing home, attempted to dialyze 7 times at her facility without completing any treatments due to shortness of breath, anxiety and frequent hypotension. She reports his symptoms would resolve shortly after his blood was returned. She states they changed the dialyzer without any changes in patient's symptoms. They changed the granuflo for naturalyte (in gallon) without any change in symptoms. The fa reported, "I honestly don't think it's the granuflo." Patient hemoglobin was "7" (low). The patient was hospitalized because he had not been able to receive any appreciable amount of dialysis during this time, but the (B)(6) said no treatment was required. Creatinine was found to be 1.6 and dialysis was discontinued. The patient no longer requires dialysis and is doing well. There is no sample available. It was discarded. Medical records were requested and received. According to treatment sheet, the patient developed hypotension (72/44) and complained of shortness of breath, increased anxiety after 15 mins of treatment. Normal saline 200 ml was given and treatment was ended at that time. Pre treatment blood pressure (bp) 103/55. Post treatment bp 77/54. Machine settings: 2k 2.5ca acid; sodium 140 meq/l; bicarb 31meq/l; blood flow rate 325-400; dialysate flow rate 600; ultrafiltration goal 3.0l.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date an investigation of the lots delivered to the customer for the product in the three months prior to the event were reviewed and a lot number was not able to be determined. Therefore, the complaint cannot be confirmed in addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. Granuflo dry acid concentrate is manufactured to meet the aami requirements using validated processes then released based upon a determination that finished product met applicable requirements.

Manufacturer narrative:
Treatment sheet indicated patient received blood pressure medication prior to transport to dialysis and that "we ar(sic) unable to dialyze pt. Due to medication given and anxiety." The post market clinical department is in the process of reviewing patient medical records and treatment data information regarding the reported hypotension during hemodialysis. The plant investigation is in progress. A supplemental medwatch will be submitted at the conclusion of the investigation.